Event description:
Reportedly, the last interrogation of the pacemaker involved in this MDR report showed a low battery status, which was unexpected after less than 5 years of implant. The device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.